Manufacturer narrative:
This supplemental report is being submitted to correct d4 UDI. Since the lot number is unknown and the device was not returned, the UDI for this subject device is unknown.

Event description:
It was reported the single use distal cover after attaching the maj-2315 tip cover to the tjf-q290v the endoscope was removed from the patient, but the maj-2315 had fallen off and was no longer attached. The patient was searched but could not find it, so the doctor decided to wait for it to be naturally expelled. The issue occurred during endoscopic retrograde cholangiopancreatography (ercp) procedure. The diagnostic procedure was completed with the same set of equipment and there were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide additional information received through follow up and to provide an update to fields (h7 and h9). The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the reportable malfunction occurred due to the distal end cover was used without being properly attached and dropped off due to the load during the case. Additionally, since it is difficult to visually detect the state of attachment of this product, it is feasible that the description in the previous instructions for use (IFU) was insufficient. The root cause of the reported event could not be identified. Furthermore, olympus has revised the IFU to add detailed inspection and attachment instructions for the distal cover. The event can be detected and/or prevented by following the instructions for use which state: (IFU at time of occurrence). Section 8.2 "inspection of the distal cover". "Should any irregularity be observed when inspecting the distal cover, do not use it. A distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the distal cover could cause patient injury.". "Confirm that the distal cover is free from any irregularities such as cracks, chips, pinholes, or deformation.". (IFU at time of occurrence). Section -9.3 "attaching the distal cover". "Never use a distal cover with cracks or pinholes. Replace it with a new one. If a distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the distal cover with cracks may cause patient injury due to sharp edges.". "Do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover or the endoscope. These products may cause cracks in the distal cover. If a distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment.". "Gently hold the distal part of the bending section and the distal cover. Align the opening side of the distal cover with the lens side of the distal end of the endoscope.". "Put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.". "Hold the distal part of the bending section. Pull the distal cover gently to confirm that the distal cover on the distal end of the endoscope does not slip and come off.". "Twist the distal cover gently in both directions and confirm that the distal cover on the distal end of the endoscope does not slip and come off.". "Confirm that the distal cover is free of cracks or deformation.". (Revised IFU). "Detailed instructions and notes on how to inspect and attach the distal cover have been added to sections 9.3 and 9.4 of the instructions for use. ". Additional information received: it was reported that according to the me (clinical engineer) who attached the distal cover at the time, the distal cover was attached securely. Apparently, the distal cover was checked to see if it would come off by pulling on it after being attached. Olympus will continue to monitor field performance for this device.